Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be torn. It cannot be determined if this caused a failure to deliver insulin, for it cannot be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 483 mg/dl while wearing the pod between 4 and 24 hours on the hips/buttocks. For treatment, the parent changed out the pod and increased basal rate.